Event description:
It was stated that the battery life was only 10 to 12 hours. It was also stated that the display went blank after charging the battery. The battery was changed four times, but the display remained blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.